Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the "mechanical difficulty" light appeared when instrument was activated. Upon unscrewing the transducer from the instrument, one could see that the prong of the shears that connects to the transducer was broke off in the transducer. Ligasure was already opened and on the field, so that is what they utilized for the remainder of the case. No tissue damage or patient injury.

Manufacturer narrative:
(B)(4).